Event description:
The cath lab provider attempted to deliver a 2.5x20 papyrus stent. The stent did not deliver distally, so the provider attempted to remove it. However, upon retracting the papyrus stent it was stripped and remained in the lad. A pt graphix was placed and passed the stent into the distal lad and tried to snare the stent using a 4.0mm gooseneck snare. Unfortunately, this was not successful. The provider then took a 1.5mmx15 sapphire compliant balloon distally through the stripped papyrus stent and inflated the balloon. The stent was then dragged back to the proximal lad when it slipped off the balloon again. This was tried again with a fresh 1.5 sapphire balloon, but this time were not successful in capturing the stripped papyrus stent. At this point the provider was successful in snaring the stent with a 2.0mm gooseneck snare and the stripped papryus stent was removed from the body.